Event description:
It was reported the subject device had lost image on the gmed system during sedation of diagnostic colonoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, h2, h4, h6, h11 the customer contacted olympus technical assistance support (tac) via phone. It was advised that the gmed cannot accept 4k system. The video output setting on the 12g sdi terminal requires overview but the customer did not have admin credential to get in the system setup menu. The customer informed tac of the event. The device was not returned to olympus for evaluation. A root cause could not be identified based on the results of the investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.